Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good post procedure.